Manufacturer narrative:
This report is submitted on may 27, 2022.

Event description:
Per the clinic, the patient experienced an inflammation at the abutment site with was treated with an antibiotic (mode of administration unknown).

Event description:
Per the clinic, the patient was placed under general anesthesia (date not reported) in order to remove the abutment.